Manufacturer narrative:
Following a review of the device history record for lot 9516-a056h18, it was determined that all processes and test criteria are within the medpor implant finished product specification. A copy of deviation record for this sterility lot is enclosed.

Event description:
The doctor stated that the pt received a medpor nasal dorsum implant in 2006. The doctor stated that the pt presented with an infection in 2007. The doctor treated the infection with rivanol and aureomycin nasal ointment. The doctor reported that the implant was removed in the following month because of infection and development of fistula.